Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The original equipment manufacturer (OEM) performed a device history record review and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. An investigation was completed by the OEM and determined that the reported failure is within an acceptable complaint rate. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was received and evaluated. Evaluation determined that the device failed for ground hall b testing, failed breakout box test. The device was placed for repair. The reported failure was confirmed. The root cause attributed to electronic component failure.

Event description:
It was reported that the during a therapeutic procedure, device was found overheating and stopped working. There were no further details provided regarding the event. There was no patient harm or injury reported due to the event. No user harm or injury reported.